Event description:
It was reported that the right ventricular (rv) lead had high impedance, rising thresholds and low sensing due to an apparent rv lead fracture. Therefore, the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.